Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass insp, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 1, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra has a display issue (meter display is cloudy). This medical affairs specialist contacted the pt to clarify info obtain from the initial call on may 19, 2008. The pt had been in the hosp for approx one and a half mos, for unk reasons, prior to coming home and experiencing the reported issue with the lfs prod. At first she was able to make out what the meter was reading. However, over time she was unable to read the meter display. The pt indicated on the day prior to original date, she could not make out the numbers on her display. The pt indicated on the day she experienced her symptoms, she was unable to obtain a blood glucose reading on the lfs meter as a result of the reported issue. After the reported issue began, she began to take insulin based on the way she was feeling. In the evening time, she took her 40 units of lantus, which is half of her normal dose of 80 units, because she started to experience symptoms described as "nervous, headache, and jittery" the pt indicated that her symptoms of "nervous, headache, and jittery." Is typical of being hypoglycemic. The pt indicated that her symptoms abated after she ate "a little something", rested, and felt better. Reportedly, the pt called her son over to replace the battery on the lfs meter after the onset of her symptoms. However, the pt stated that the meter's display was still cloudy. The pt mentioned that she was not able to obtain a blood glucose reading until she rec'd the replacement meter. The pt's insulin regimen has not changed since the onset of the symptoms. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of severe hypoglycemia after the reported issue began. Replacement prods were sent to the pt.